Event description:
It was reported that the patient heard an alert and interrogation showed lead integrity alert (lia) had triggered due to short interval counts (sic) and high rate non-sustained episodes. Noise was not able to be reproduced with pocket manipulation or isometrics. It was suspected that there was lead to lead interaction between a high voltage right ventricular (rv) lead and a pace/sense right ventricular (rv) lead. The sense vector was changed and no further episodes of oversensing were noted. It was also reported that the pace/sense lead had been added two years ago possibly due to low amplitude r waves on the high voltage lead. Both leads remain in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg ICD implanted (B)(6) 2012. (B)(4).